Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was reported that the date and time would not "hold" in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time/date change without user intervention may result in the user running the incorrect basal segment leading to over or under delivery.